Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high pacing impedances on this right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
Event resolution has been requested. It was later reported that the patient was further evaluated in the clinic and a lead evaluation was performed with no evidence of out of lead measurements for the right ventricular lead. The physician has elected to continue to monitor this patient and ongoing alerts continue for this issue. This lead continued to exhibit high pacing impedances. Attempts were made for further lead evaluation results, however, nothing further was reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information provided revealed that the physician has elected to still continue to monitor this lead.